Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of an image not appearing could not be identified, however, it is likely a cable communication error was the cause, which is believed to be related to the cable being disconnected after product shipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this device. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device and the buttons were sticky. This is attributed to the faulty cable and faulty switchboard. In addition, the rear cover cable is fade. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the device yielded no image. The buttons of the device were sticky as well. There is no patient involvement.